Manufacturer narrative:
Pump received with intermittent up arrow button response due to corroded keypad traces. Pump received with partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and numbers were scrolling on the display. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 118 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.